Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh extrusion and hematuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent a rectocele repair with the use of mesh and a bilateral sacrospinous fixation on the (B)(6) 2009 and a removal / revision for recurrence on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and vaginal mesh removal due mesh extrusion and hematuria on (B)(6) 2012 by (B)(6) at (B)(6) hospital.